Manufacturer narrative:
(B)(4).insulin pump was received with error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime test due to protruded and loose drive support disk. Device had minor scratched lcd window, cracked display window corner, cracked battery tube threads and missing end cap sticker. Device was received with blank display due to corroded battery cap contact.

Event description:
It was reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. It was stated that the customer changed the infusion set multiple times and issue was not resolved. Customer suspended use or the insulin pump and is treating with lantus medication. It was stated that the customer goes to the hospital for regular check ups and got his blood glucose checked and it was 147 mg/dl; customer was not hospitalized. Nothing further reported.